Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to corroded keypad traces. There was no moisture damage inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 100 mg/dl at the time of incident. The customer's mother stated that the pump alarmed button error right after exposure to sweat. She was advised to disconnect from the insulin pump and revert to back-up plan. She was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.